Manufacturer narrative:
A lot history review could not be completed as the part number and lot number involved in the incident are unknown. There was no reported adverse patient sequela.

Event description:
It was reported that during a procedure of a heavily calcified lesion of the superficial femoral artery (sfa) the hi-torque connect guide wire was used with significant force and became separated/broke. A fragment of the blue floppy tip remains in the vessel; a stent was placed as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided. The investigation details in the incident report states that there was a clinically significant delay in the procedure.